Event description:
Adverse event(s): "no concerns for harm or injury" (no consequences or impact to patient); "mild undercorrection" (blurred vision). Product problem(s): "tracker jitter" (failure to align [laser]). A laser technician reports tracker jitter during the last 20% of the procedure on a patient's right eye. The treatment was finished and there were no tracker issues on this patient's left eye nor on the next patient. Post-op day 2, the patient was 20/30 ucva in the right eye. The technician stated the current outcome was as expected as the patient was a high myope, the patient was doing well and the surgeon did not have any concerns for harm or injury. Follow-up info indicates at day 11 post-op, the patient's ucva in the right eye was 20/50 and the chart noted a mild undercorrection. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).